Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
As reported, approximately 5 years post op initial right tha, this 72 y/o male patient was revised. The patient returned to surgeons office complaining about their primary hip. Pain and dissatisfaction. Upon examination and imaging the poly showed wear and is involved in the recall. The patient underwent revision right tha on (B)(6) 2023 where the head and poly liner were swapped. A new vitamin e liner and ceramic head were implanted. Patient was last known to be in stable condition following the event. Unknown medical history. No x-rays provided. Product not being returned - the implants were sent to the lab and legal at the hospital .

Manufacturer narrative:
Section h10: (h3) pending evaluation. Concomitant medical product: 101-05-30 - 3.2mm drill bit30mm 1pk. 5446327. 170-40-93 - biolox delta femoral head 40mm od, -3.5mm. 4846925. 180-65-40 - alteon 6.5mm screw, 40mm. 5431263. 186-01-58 - integrip cc, cluster 58mm, g3. 5350107. 190-21-08 - alt ha s noclr ext sz 8. 4964079.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: c, d, e, g. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.